Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not detect a tachycardia episode. It was further reported that the icm experienced undersensing. The icm remains in use. No patient complications have been reported as a result of this event.